Manufacturer narrative:
(B)(4). Additional information has been requested and received. What was the procedure date? On (B)(6) 2022. What date /day post op was the reaction noted? On (B)(6) 2022. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing over. Patient demographics: initials / ID, gender, age or date of birth; bmi ¿female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) ¿allergies. Product code and/or lot of product used? N/a. Current patient status. Better now. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He thinks it was caused by her allergies. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use?is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? She has a lot of allergies, not exactly sure to what. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive?has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total shoulder replacement on (B)(6) 2022 and topical skin adhesive was used. Post op,there was a skin reaction and a severe rash. It was stated that the patient had a lot of allergies. They prescribed the medication hydroxyzine. Additional information has been requested.